Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred in the early 90's. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address femoral and acetabular loosening. Poly wear and osteolysis were discovered intraoperatively.